Manufacturer narrative:
The fluid level sensor was found to be defective. Evaluation found a broken wire bond within the fluid level sensor. Once replaced, the console functioned per specification.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue she encountered while using the mps2 console. She reported that the vent valve would intermittently pop and cause the error message "low pressure in hex" to display. She stated the issue would occur throughout the procedure, and has also occurred on the last couple of procedures (no details provided). The initial report did not include the serial number of the console; however, one of the manufacturer's field service engineers will travel to the hospital to evaluate the console. There were no patient complications reported as a result of the alleged event.